Event description:
On sep 10, 2009, the lay-user/ reporter contacted lifescan on behalf of her mother (the pt) alleging that a one touch ultra meter had an unk error message issue. The reporter was unable to specify what exact message was or had appeared. The reporter claimed that the pt developed symptoms of frequent urination on the same day that the alleged issue began. It is not known exactly what date/time the reported issue began, although she alleged that the symptoms developed after the issue started. As a result of the alleged issue, the reporter mentioned that the pt increased her medication dosage(s). She took 2 unspecified pills for a couple of days. According to the reporter, the pt did not receive treatment because of the alleged issue. It would have been helpful to know the following info: the pt's testing frequency, her medication and diabetes management regimens, what time the alleged issue began, what time the symptoms started, what her last blood glucose reading was before the issue started, and what date/time the last reading was obtained. In addition, it would have been helpful to know what actions the pt took before and after the symptoms developed. The reported issue was resolved with troubleshooting. The meter and test strips were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.